Event description:
Litigation alleges that patient has experienced pain and discomfort in her right hip. **update**(B)(4) 2013- sales rep reported revision procedure. It was noticed interoperative black corrosion around the trunnion/head taper. Complaint has been reopened for stem and sleeve information. **update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob information. Part & lot have been identified through invoice search. The complaint and associated mdrs were updated.

Event description:
**Update** (B)(4) 2013-sales rep reported revision procedure. It was noticed interoperative black corrosion around the trunnion/head taper. Complaint has been reopened for stem and sleeve information.

Event description:
Update: (B)(4) 2014 - medical records received. Patient was revised to address joint effusion, cysts, cloudy yellow synovial fluid, and black debris on the femoral neck component. The information received does not change the MDR decision. This complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that patient has experienced pain and discomfort in her right hip.